Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pd patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment. Patient treatment records showed the patient completed treatment up until fill 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler door. The patient was advised to leave the cycler door open and air dry for 24 hours. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated treatment was cancelled following the warning message and upon opening the cassette door the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pd patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment. Patient treatment records showed the patient completed treatment up until fill 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler door. The patient was advised to leave the cycler door open and air dry for 24 hours. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated treatment was cancelled following the warning message and upon opening the cassette door the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.